Manufacturer narrative:
Product complaint # (B)(4). UDI:(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The returned sleeve assembly's reduction tip component fell apart from the reduction sleeve component due to breakage of all four alignment pin components. The alignments pins were sheared off about flush with the surface of the inner diameter of the reduction sleeve. No toggling was experienced with the reduction tip assembled to the reduction sleeve. The thrust bearing component was missing from the returned device. The missing thrust bearing was attributed to the reduction tip falling apart from the reduction sleeve. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The complaint was confirmed. No manufacturing issues were identified during investigation. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A root cause of the broken alignment pins, and subsequent falling apart of the reduction tip and missing thrust bearing, could not be determined; however, it is likely the device experienced excessive forces during use and handling. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that the approximator fc sleeve was broken. The product has been quarantined and is available and is being returned. There was no patient involvement. This complaint involves one (1) device.